Manufacturer narrative:
(B)(4). The DHR for the instruments in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet inc. (B)(4) facility as part of a 50pc. Lot in january of 2014. The returned instrument was evaluated and found that the jaws are aligned properly and that this instrument picks up, retains, closes and releases clips both with and without the use of silastic test tubing as required of its function. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to validate the alleged complaint since we were unable to replicate the alleged condition. No corrective action required at this time.

Event description:
Reported event: a female patient was undergoing diagnostic laparoscopy and diathermy of endometriosis. The surgeon was using the minipolar device to manipulate the fallopian tube and ovary in order to get a good view of surrounding tissue to detect the presence of any endometriosis. He was using the spatula probe to lift up and push the ovary out of the way. As he was doing this, he noticed blood coming from the ovary and upon inspection, located a small hole out of which there was a steady flow of blood. He determined that it must have been caused by the spatula probe as no other instrument had been near the ovary. It took some 5-10 minutes for a clot to form and for the blood to stop despite the surgeon's efforts at trying to stop it using cauterizing devices. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history report (DHR) report has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to specifications. No corrective actions can be established since the defective sample is not available for evaluation. Physical sample is necessary to conduct a proper investigation.

Event description:
Reported event: a female patient was undergoing diagnostic laparoscopy and diathermy of endometriosis. The surgeon was using the minipolar device to manipulate the fallopian tube and ovary in order to get a good view of surrounding tissue to detect the presence of any endometriosis. He was using the spatula probe to lift up and push the ovary out of the way. As he was doing this he noticed blood coming from the ovary and upon inspection located a small hole out of which there was a steady flow of blood. He determined that it must have been caused by the spatula probe as no other instrument had been near the ovary. It took some 5-10 minutes for a clot to form and for the blood to stop despite the surgeon's efforts at trying to stop it using cauterizing devices. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: a female patient was undergoing diagnostic laparoscopy and diathermy of endometriosis. The surgeon was using the minipolar device to manipulate the fallopian tube and ovary in order to get a good view of surrounding tissue to detect the presence of any endometriosis. He was using the spatula probe to lift up and push the ovary out of the way. As he was doing this he noticed blood coming from the ovary and upon inspection located a small hole out of which there was a steady flow of blood. He determined that it must have been caused by the spatula probe as no other instrument had been near the ovary. It took some 5-10 minutes for a clot to form and for the blood to stop despite the surgeon's efforts at trying to stop it using cauterizing devices. The patient's condition was reported as unknown.